Event description:
A (B)(6) old, male, pt, contacted zoll lifecor customer support to report that the plastic connector on his electrode belt came apart, exposing wires. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged e-belt connector/connect belt messages) was confirmed. The cause for the connect belt messages was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.